Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 428 mg/dl to 478 mg/dl and 396 mg/dl which was treated with insulin pump. The customer also stated that they did allege insulin pump was under delivering. Customer was neither in emergency room nor admitted into hospital. Customer stated that insulin pump had hardware low level failures and insulin flow block alarm. Customer was unable to clear the alarm and was able to rewind the pump. Customer was performed high pressure test and it was passed. Customer stated that contact on the battery cap was not missing, damaged, or corroded. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.